Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that his blood glucose was 33 mg/dl, which he treated with soda and food. The customer was receiving a lost sensor alert on the insulin pump. Upon removing the sensor, it was found that it was bent. The customer was advised to change the sensor. Nothing further was reported.